Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The reported lead was explant and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. As received, a partial lead was returned in two pieces for analysis. Final analysis did not identify the any anomalies except for procedural damages.